Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that a patient was admitted to the hospital with viral cardiomyopathy. An echocardiogram revealed the patient's ejection fraction to be 5-10%. The patient was then brought to the cardiac catheterization laboratory for right heart catheterization (rhc) and left heart catheterization (lhc). Rhc and lhc were completed with no issues, and no disease was noted on coronary angiography. Of note, during rhc, it was observed that the patient¿s femoral vessels were small. However, the physician felt the impella could be inserted. The physician inserted the 14 french peel away sheath without issue, and the pigtail was used with a 0.035 wire to cross the aortic valve. The wire was exchanged, catheter was removed, and the impella was backloaded on to the device. The sheath was flushed and the device was inserted through the sheath with no problem. The patient was noted to have high and small aortic arch. While the wire was in the ventricle, the impella kinked and folded on itself. The wire came back across the valve and was no longer of use, as the impella was stuck in the pigtail of the device and wrapped around itself. The physician was able to manipulate the device to free the pigtail, but it was still kinked backwards. After multiple tries, the physician was able to straighten out the impella. The femoral vessel was then imaged with the impella sheath in, and it was noted there was no distal flow beyond the sheath. Due to the patient¿s anatomy and ischemia observed with the sheath in, the physician decided to abort the implant of the impella cp and not attempt with a new pump. The impella sheath was removed and the two perclose devices were tightened to close the impella access site with no issues. The patient sent to the intensive care unit for further management.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Product complaint # (B)(4). The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. H6 codes have been updated to reflect product was returned, and investigation is underway.